Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a meeting with the neurosurgeon and neurologist on (B)(6), 2022 and the x-ray was performed. There was no suspicious shifts in orientation and therefore no reason for a revision. The impedance issue had now been circumvented by using only poles with good impedance, yielding satisfactory symptom control. The two physicians had consented that the risk of revision surgery wouldn't outweigh the expected benefits. The patient would be informed and if nevertheless revision surgery should be performed the rep would update.

Event description:
Additional information was received: it was reported that the patient was seen on (B)(6) 2021 and they weren't able to trigger an oor message. However, they recorded impedances in different positions and they were all normal except for when the patient was sitting (>5k ohms). With those high impedances, they tried to provoke the oor by switching to the sensing group (group c: ¿spion¿) increasing stimulation intensity, while remaining within the therapeutic window. No oor appeared. The only indication that high stimuli couldn¿t be given was a warning when increasing the patient limit to 5.2ma, left (while programming, not while setting the stimulation intensity at the patient control device) that simulation can¿t be delivered at the desired intensity. At high intensity of around 4.5 monopolar left, the patient walked to judge symptoms. No oor appeared during the session, even at intensities which elicited bradykinesia (around 4.9ma left). When put back in a sitting position the impedances were normal with 2483 ohms. Additional information was received: it was reported that after seeing the mdt data reports the oor seemed to be from the electrode impedance instability.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported from the data reports that there was no ins malfunction detected. So the oor was thought to be related to electrode instability. Additional information was received: it was reported that there had been a new stimulation group programmed by the responsible neurologist, not using the affected pole. With that group the patient reported good mobility and was satisfied. However, functionality of the pole had not been restored, but revision surgery was not imminently being considered because of the satisfactory symptoms control. An x-ray was planned to falsify or verify the hypothesis that mechanical force in a specific body potion (bending forward) affected a connector or cable and thereby lead to high impedances. Depending on that revision might still be considered in order to restore sensing functionality.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the stimulation groups was often switched to another group without the patients request. There was high impedance (approximately 2200 ohms) on one electrode, which was used for the "faulty group." Service code 1703 was also seen. The error message (out of regulation (oor) message) occurred frequently, per the rep. The sensing data was reportedly noisy, which may have been related to the event. Additional information was received: it was reported that the patient had trouble switching between stimulation groups and said they observed the stimulator switched programs without giving input from the patient programmer. This information however hadn't been confirmed with the hcp or mdt representative. The patient's next appointment was scheduled for (B)(6), 2021.